Event description:
A pt was being treated with a programmed -8.0d aspheric multizone correction, with the first zone at 5.0mm and the second at 6.5mm. Treatment was prematurely terminated due to a power loss in the office building. At the physician's request, the tech restarted the laser and the same correction was entered. The dr proceeded to deliver the first half of the re-programmed ablation and then stopped, wasting the rest of the laser pulses onto paper. At one day post-op, the pt's refraction was found to be +6.0d. As of 9/19/2000 (two weeks post-op), the pt's vision had reportedly regressed to approx +1.5d.